Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) catheter torn. Visual evaluation of the returned device found that the working length of the device was twisted and torn (rx channel extended), and the cutting wire was broken. The length of the exposed cutting wire was measured, and found to meet specifications. The torn rx channel was measured and it was found that the length of the rx channel was within specifications. Analysis of fragment of the broken cutting wire concluded that the wire break occurred due to melting. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since it is likely that procedural or anatomical factors encountered during the procedure could have affected the device integrity and its performance.

Event description:
It was reported to boston scientific corporation that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when current was put through the device to perform sphincterotomy, the cut wire broke. The procedure was completed with another hydratome rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: the event of cut wire broken was reported via asr on (B)(6) 2013. The investigation results found the catheter to be torn, which is a reportable, non-asr failure; therefore, this MDR is being submitted.